Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented for initial implant on (B)(6). Right ventricular capture thresholds were slightly high but within normal limits. The next day, in a pre-discharge check, capture thresholds were again slightly high. All other lead tests were within normal limits. On (B)(6) 2018, the patient presented to the emergency room with severe chest pain and stimulation. After testing, it was found that the symptoms were due to pacing of the right ventricular lead. No programming changes were made at the time. On (B)(6) 2018, the patient presented in the operating room and the lead was explanted and replaced. The patient was stable post procedure.